Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was ¿high¿, per continuous glucose monitor reading, customer reported experiencing "large ketones". Customer went to the emergency room and was subsequently hospitalized. Blood glucose was treated with intravenous solution. Customer was released from the hospital on (B)(6) 2022 with the issue resolved and no permanent damage. Troubleshooting with tandem technical support indicated that pump was operating as expected; however, customer maintained that there was a fill estimate issue. Reportedly, the customer used a backup insulin pump as alternate insulin therapy until replacement arrived.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified [damaged usb pins].